Manufacturer narrative:
Update to h6 coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (226389671); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment for a left internal carotid artery giant aneurysm using a pipeline embolization device, several complications occurred. The stent became stuck in the marksman microcatheter during deployment. After multiple attempts to re-sheath and release the stuck portion, the stent fell inside the aneurysm from its proximal part and subsequently shrank. Another flow diverter, surpass 5x30, was successfully deployed inside the pipeline. The catheter tip became entrapped, and catheter stretch occurred during removal, resulting in damage to the distal section. The pipeline became stuck in the middle section of the catheter during deployment, missed the landing zone, and was not implanted at the intended location. Migration of the pipeline after deployment was noted due to multiple attempts to release the stent from the microcatheter. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was normal. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: guide catheter guider softip 8f, guidewire synchro.